Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.